Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his discontinued treatment during fill 1. His cycler had been alarming for air detected in the cassette. When he opened the cassette door he found fluid leaking from the cassette due to the tubing bursting. The patient was advised to contact his pd nurse. The set was not made available for evaluation. During a follow up, the patient's pd nurse reported that the patient called and she was made aware of the fluid leak, however the patient had not informed the pd nurse of the stage of his treatment when he discontinued treatment. Therefore the nurse did not prescribe any antibiotics. During additional follow up, the patient reported there were no signs of an infection and his effluent remained clear. No adverse event reported at this time.